Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that technical services (ts) received notification of a failed remote transmission of data due to this implantable cardioverter defibrillator (ICD) exhibited low battery. Additional information was received that the patient with the ICD visited the hospital due to inappropriate shock delivery. The device was interrogated and found to be in end of life (eol). Subsequently a device replacement procedure was performed. This ICD was explanted due to normal battery depletion (nbd) and replaced with a new device successfully. No additional adverse patient effects were reported. This ICD was returned to facility and is awaiting analysis.